Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) months post procedure the patient fell and then had right sided facial droop with aphasia. The patient was brought to the emergency room and was assessed. Computed tomography imaging showed no c-spine fracture. A computed tomography angiography showed a left middle cerebral artery stroke at the mid m1 segment of the patient. Tenecteplase was administered to the patient, and they were transferred to another facility to undergo a thrombectomy. The patient's vitals improved and no thrombectomy was performed. The patient was admitted to the intensive care unit where their symptoms waxed and waned before improving two days later. The event was considered resolved nine days after it occurred. There were no other patient complications that were reported to have occurred.